Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via v-p shunt to female patient (initial a I) with snph after sah on (B)(6) 2016. The initial setting pressure was 4. After implantation hydrocephalus symptoms did not get well and the surgeon couldn¿t confirm ventricular enlargement. The surgeon suspected that spinal fluid flow less through the device properly due to the siphon guard with the valve. On (B)(6) 2016, the device at setting 1 was replaced with 82-3164 (initial setting is unk). After implantation, 82-3164 was working but the patient did not get better significantly. The surgeon suspects that there is problem on the position of the ventricular catheter not valve so that the surgeon is planning the revision this catheter and the patient is currently being monitored. No further information was provided by hospital.